Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. Last (B)(6) 2024 at 08:00 pm, the cgm alerted for urgent low and the reading was low. The patient tried to take a bg reading which just gave a ¿e2¿ message (error message). Then the patient decided self-treated with more sugar as the cgm reading was still low. The patient panicked and requested his daughter to take him to the hospital around the same time. At the hospital they took a bg reading which was 450 mg/dl and the cgm reading was still low. The hospital treated the patient with intravenous medication. The patient stayed in the hospital for 4 hours and was discharged at 01:30 am on (B)(6) 2024. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.